Event description:
It was reported to philips that the device fails the defib test during the shift system check and extended self test; it won't charge the capacitor to the selected joules setting and it won't discharge. There was no reported patient involvement.